Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report a misidentification of enterococcus gallinarum (cap survey strain d-15) as enterococcus casseliflavus in association with the vitek® 2 gram-positive (gp) identification (ID) test kit. Repeat testing obtained the same result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the cap survey strain. Biomérieux investigation was conducted. This isolate was not submitted by the customer; therefore, the internal lyophilized cap sample was reconstituted and tested. Investigational testing included: · vitek® 2 gp ID (four customer lots and a random internal lot): nine (9) of ten (10) cards provided a low-discrimination result of enterococcus casseliflavus / enterococcus gallinarum. Vitek 2 proposed additional testing to separate these species. The remaining gp ID test kit provided a result of enterococcus gallinarum. · api® strep: the isolate did not demonstrate yellow pigmentation and tested hip positive on the api test kit, resulting in an identification of enterococcus gallinarum. The investigation concluded the vitek® 2 gp ID cards are performing as expected.